Event description:
It was reported that during the operation, the patient experienced massive bleeding after firing. The broken ends of vessels were not stapled. The physician checked the cartridge and didn't find any staple. The patient returned to ICU postoperatively. The next morning, the hospital informed the patient had died.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information was requested and the following was provided: what was the surgical procedure and what were the indications for the procedure? Thoracoscopic left upper lobectomy & mediastinal lymphadenectomy; left upper lobe lung cancer (t4n2 moiiib stage). What device was the cartridge used with? Cec60a. Were there were any unusual sounds or forces when the device was fired? No. What was the exact vessel that was being fired upon? Left apical posterior segmental artery. Were there any surgical clips in the area? No. Were any staples seen in the surgical field and if so, what was their shape? No staples seen. How was the issue addressed immediately intra-operatively? Emergency incision extension, rapid clamping for hemostasis. Could you please provide a time line of events? The surgical duration was from 11:35 to 15:10 on april 28, after which the patient was transferred to ICU. The hospital declared the patient dead at about 10:00 on april 29. What was the cause of death? Shock hemorrhagic, organ failure. Is an autopsy report available? No. Any intervention between the initial procedure and the death? Cannot be obtained. Were any blood products administered? Type o rh positive leucodepleted red blood cells, virus-inactivated frozen plasma is the surgeon interested in speaking to ethicon medical and engineering to discuss event? Please provide 2-3 thirty-minute windows of time (eastern us time) that the surgeon would be available for a call. The ethicon team with pick the time that the most members can participate and schedule. No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2022. Additional information: a manufacturing record evaluation was performed for the finished device batch number of e21020009, and no non-conformances were identified. H6: health effect-clinical code h6: investigation findings.